Event description:
Device was sheared apart at the groin level leaving the distal portion of the tubing behind which was inter-arterial. Pt was transferred to surgery where a groin cut-down was performed and distal portion of tubing was removed.

Manufacturer narrative:
Device was pulled in recovery, placed and development went fine. Obturator was not placed. As sheath was pulled skive apparently proceeded to catch on arteriotomy wall, shearing distal portion of tubing.